Event description:
It was reported the pt had never had therapeutic effect. The leads were replaced due the "wiring shorting out." The pt was frustrated due to a continued need for reprogramming. Additional info received indicated the pain in the pt's legs, back, and butt were doing fine but the pt had axial back pain. The pt's hcp referred him to a neurosurgeon for eval. The stimulators were functioning normally and there was no need for further reprogramming at the time.